Event description:
It was reported that the physician suspected the pump was flipped based on x-ray image. It was noted that the physician also had difficulty doing the refill. It was further stated that the physician thinks the pump was flipped by the way it looked. Physician stated that the patient¿s body was such that the pump was prone to flipping. The problem was confirmed via a lateral x-ray. There were no pump implant technique issues. It was noted that fluoroscopy was done to access the port but they couldn¿t find the septum. It was noted that the patient would be managed with ¿lots¿ of oral baclofen. The patient was going to be referred to a surgeon to fix the pump. The pump system was delivering baclofen. Additional information received reported that the patient had been on baclofen intrathecal treatment for years. There were no symptoms related to the event. It was noted that the patient was doing fine; patient was given oral baclofen and valium.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j10959r65, implanted: (B)(6) 2002, product type: catheter; product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).